Manufacturer narrative:
1038671-2024-04030 h6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2020. Approximately 2 years after the first revision the patient had a second left knee revision on (B)(6) 2022 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Concomitants: (B)(6): 02-012-64-1280 - tru fluted stm ext 12mm x 80mm blast. (B)(6): 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6): 1200-I - cemex isoplastic 40g. (B)(6): 1200-I - cemex isoplastic 40g. (B)(6): 200-02-38 - three peg patella 38mm. (B)(6): 201-78-15 - holding pin mini sharp point 4 pk. (B)(6): 204-70-00 - tibial stem ext. Screw. (B)(6): 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6): 521-78-31 - threaded pin size 2.6 collarless 2pk.